Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, scratched lcd lens screen, and cracked door knob. Review of the event history logs confirmed a ?high alarm displayed: air in-line detected' message. Functional testing was performed but the reported issue was unable to be replicated; the error was found in the event history logs. The root cause was determined to be a defective and inoperable air detector sensor. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown

Event description:
It was reported that the pump did not recognized air in line and continued to run. It is unknown if there was patient involvement, no adverse patient effects were reported.